Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload was fully fired with the jaws open. The lock ring was observed to be broken. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse connected the reload to the handle and felt some resistance, but the stapling was done completely. When the reload was removed, a piece of plastic appeared. Another reload was used successfully on the handle. No injury.